Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was ¿all of a sudden¿ giving communication errors and the pumps ¿went blank¿. Tried to restore the data but there was no option of restore found. The nurse stated the infusions were milrinone and dobutamine. The patient was stable and did not have any vital sign changes. The pump was at first ¿blinking¿ then within a couple of minutes ¿turned off blank¿. This was reported to bd representatives during their site visit. There was patient involvement however no patient harm

Event description:
It was reported that the pump was ¿all of a sudden¿ giving communication errors and the pumps ¿went blank¿. Tried to restore the data but there was no option of restore found. The nurse stated the infusions were milrinone and dobutamine. The patient was stable and did not have any vital sign changes. The pump was at first ¿blinking¿ then within a couple of minutes ¿turned off blank¿. This was reported to bd representatives during their site visit. There was patient involvement however no patient harm

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an communication errors was not determined because no products or device logs were returned.